Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute. The complaint regarding a broken cable was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega needle driver instrument be returned for failure analysis investigation. Isi, has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure that the mega needle driver instrument developed a broken cable. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) intuitive received the following additional information via follow up: the instrument was being used to dissect tissue at the time of the reported issue. There were no issues related to the opening/closing of the grips. There were no issues related to left/right (yaw) motion of the grips. There were no issues related to the up/down (pitch) motion of the wrist. One cable was visibly protruding from the distal end of the instrument. The protruding cable was the one that controls the opening/closing of the jaws.